Event description:
Procedure: radiofrequency ablation. Reportedly, the ct2030 needle was reused. After using the needle during 18 to 20 minutes, removed the return electrode pads, confirmed the tissues turned red. After the surgery, a water blister occurred and two degrees of burn was confirmed.